Event description:
It was reported that two days post filter placement, the patient presented with pain. A CT was performed and it appeared that the filter had moved caudally and one of the filter limbs was penetrating into the lumbar vein. Reportedly, the physician who placed the filter referred the patient to another facility for retrieval. The physician who retrieved the filter reported that two filter legs had perforated the cava wall and the filter had tilted to one side with the retrieval hook against the caval wall. The filter was successfully retrieved. There was no patient injury reported.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The event investigation is currently underway.